Manufacturer narrative:
Additional information: method, results, and conclusions - the device was not returned for this investigation. However, a photo was provided and used for evaluation. The tulip has dissociated from the screw shaft. Without product return, no further conclusions can be drawn. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that two pedicle screws disassembled during surgery. There was a delay greater than 30 minutes in length associated with removing and replacing the screws with alternative screws to complete the procedure. There were no reported patient impacts associated with the delay. This is report two of two for this event.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that two pedicle screws disassembled during surgery. There was a delay greater than 30 minutes in length associated with removing and replacing the screws with alternative screws to complete the procedure. There were no reported patient impacts associated with the delay. This is report two of two for this event.